Manufacturer narrative:
(B)(4). Additional information received: this complaint for connection issue was confirmed in the lab due to the loose chip insert. Baxter received one used set with no cap on dark blue connector with ''y'' assembly and no cap on patient connector. During visual inspection it was found that the set contained a y assembly connected to the mini set, however, the chip insert was missing. The root cause of the occurrence is attributed to personnel and equipment.

Event description:
A customer reported to baxter a connection issue found on the minicap transfer set during use. The customer stated that the insert site of the transfer set was disconnected about 7 days after replacement. No patient injury or medical intervention is reported associated with this event.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.